Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was broken off on the insulin pump. Customer's blood glucose level was 120 mg/dl at the time of the incident. Customer stated that the insulin pump was damaged. The reservoir was able to lock in place when inserted into insulin pump but was loose. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.